Event description:
It was reported that a software error, labeled as malfunction code 15, occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The technical support team provided instructions for resetting the pump, which successfully resolved the issue without recurrence. The customer was advised to continue using the pump and to contact support if the malfunction reappears, and the customer understood the guidance.